Event description:
It was reported that a spectrum pump had a missing label overlay inside the door, indicating the correct direction of flow. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found to be out of spec in relation to the reported symptom, which was reproduced. A missing direction of flow label was confirmed. The label has been replaced.